Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. The following information was requested and the following was obtained: contacted the account to see if there is any further information available about the event. How the procedure was completed? Was there any patient consequence? Surgeon name? Is the device available to be returned for analysis? If the device is available for analysis is a drl required? Is a replacement requested? At what firing did the issue occur with the device? Was there any torquing or twisting of the device while firing? Is the surgeon a new user of the device? Were there any unusual noises heard during firing? The account called stating that the only information was on the medwatch form and also the device was discarded.

Event description:
Please see user facility medwatch.

Manufacturer narrative:
(B)(4). After further investigation with the sales rep it was determined that the event is a duplicate of 3005075853-2014-01482. This complaint is being voided and the medwatch report is being transferred to the appropriate record.